Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). The cause of low bg was unknown; however customer reportedly was adjusting correction factor. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No additional information was provided.